Event description:
A customer contacted stryker to report that their device displayed a white screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
The device was not returned to stryker for evaluation. However, the device got evaluated by the third-party service provider. The reported issue was able to be duplicated. The root cause of the issue was failed/faulty user interface pcb. The device is currently not returned to service as the third-party service technician is awaiting the customer¿s approval of the quote to complete the work order by performing a final computer aided performance inspection procedure.

Event description:
A customer contacted stryker to report that their device displayed a white screen. A white display is indicative of a device lockup condition that could delay or prevent defibrillation. There was no patient use associated with the reported event.